Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer failure. A field service engineer logged into the hardware test application, checked sensor functionality, inspected cubie trays for debris and realigned the magnet strip for better visibility of the position sensor. The field service engineer reseated the drawer, rebooted the station, checked sensor functionality when opening and closing the drawer and resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.